Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 02-nov-2018. It was reported that difficulty advancing was encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.0x20 non bsc balloon was used for pre-dilatation and a 3.50 x 16 synergy drug-eluting stent was advanced but failed to reached the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported. However, returned device analysis revealed stent damage. A visual and microscopic examination of the crimped stent identified distal stent damage. The undamaged crimped stent od (outer diameter) was measured, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube, shaft polymer extrusion and the tip revealed no issues.